Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2024 and suture was used. During the procedure, cv surgeon encountered detachment of prolene suture from swage when doing CABG surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: 1. Please confirm, how many devices demonstrated the alleged deficiency ("..detachment of prolene suture from swage when doing CABG surgery.")? Ans: 1ea. 2. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). Ans: loc cq provided based on the complaint description and device returned. 3. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Ans: device will be shipped to cg labs on 10 jan 2025 via fedex ¿ (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 investigation findings: c22 - photo review additional h3 investigation summary: the product was returned to ethicon for evaluation. One foam park with a detached needle and one needle suture combination outside the winding former were received for analysis. The product code 8706h is double-armed. During the visual inspection of the detached needle, it was observed an incorrect swage in the attachment section. This leads the detachment issue found during the analysis. The barrel hole was examined under magnification for suture remnant, and none was observed. The combination of the needle suture was examined, and the swage and attachment area were noted as expected. In addition, the functional test was performed using instron equipment and the pull force result was below the minimum requirements. In addition, a photo was provided and it showed one labeled winding former, one detached needle, and one needle suture insert in a foam park for product code 8706h. Based on the information currently available, an incorrect swage issue was identified during the investigation of the sample received. This product issue will be addressed through the quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.